Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating that smiths medical cadd solis vip pump exhibited downstream occlusion. There was no patient involvement in the reported event.

Manufacturer narrative:
One cadd solis vip pump was received with a damaged lens and slight bubble in the dso seal. The event log was reviewed and there were high alarms. Sensor testing and functional tests were conducted. It was determined that while there was no sensor error or false downstream occlusions, the seal was slightly bubbled. The dso seal was slightly bubbles, but it was still working as expected. The customer sent in 8 units with the same exact concern/issue. The use of the proper cleaning solutions per technical manual was suggested. The dso seal will be replaced to resolve the issue.